Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker and right atrial (ra) lead frequently exhibited multiple low out-of-range pace impedance measurements less than 200 ohms over the last year with a recent high out-of-range pace impedance measurement greater than 3,000 ohms. Additionally, stored atrial tachy response (atr) events showed a lot of noise due to unipolar/myopotential noise on the ra channel. This pacemaker also reached explant. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker was returned for analysis.